Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the device. The visual inspection of the returned product noted that the expansion sleeve, dilator, cannula and obturator were received. The distal end of the expansion sleeve was disengaged and a small piece of the sleeve was received in a sample jar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged distal end of the expansion sleeve may occur when mishandled during clinical application. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, there was no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively during a laparoscopic procedure, the device had a damaged seal. The cannula tore through the expansion sleeve upon entry, and this action tore away a piece of the sleeve which fell into the patient cavity. The piece of the device was recovered from the patient. The patient outcome was unknown but will follow up.